Event description:
It was reported that this right ventricular (rv) lead was an attempted implanted due to an unknown product performance issue. A new lead was implanted. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to low amplitude or poor morphology sensing and tissue stuck in lead. A new lead was implanted. No additional adverse patient effects were reported.